Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56cm model#: sc-4319 lot#: 20173367 description: clik x MRI anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the midline incision site. It was noted that the patient was too active post-implant procedure that her wound had opened. The physician did not believe that infection was device related. Antibiotics were prescribed. The patient underwent an explant procedure.